Event description:
It was reported that; revision l3-l5 after rods slipped out of screws.

Manufacturer narrative:
The reported event was confirmed via visual inspection and x-ray images. No manufacturing issues were identified. A root cause of the event is overloading on one side of the blocker due to the blocker not being optimally seated on the rod.

Event description:
It was reported that; revision l3-l5 after rods slipped out of screws.